Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported initially that the insulin pump got stuck in the rewind process and alarmed finish loading. Customer stated she tried to clear the alarm and it kept coming back. Troubleshooting was done. Customer's blood glucose was 321 mg/dl. The customer was assisted to resolve the issue, customer was able to rewind. It was found that the insulin pump alarmed no delivery. Customer declined to do troubleshooting for no delivery. No further information provided.